Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guiding catheter is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the hemostatic valve leak. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced approximately 30 cm through the steerable guide catheter (sgc), when bubbles were noted in the hemostatic valve. The cds and sgc were removed from the patient. A new sgc was used with the same cds to complete the procedure. Two clips were implanted, reducing the mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The steerable guide catheter (sgc) was returned and the reported sgc leak was not confirmed as the device held fluid column and no air bubbles entered the hemostasis valve during clip delivery system (cds) insertion. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. It is possible that the user technique used to de-air the device or during cds insertion contributed to the reported air bubbles in the valve; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.